Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The distributor in (B)(4) ((B)(4)) opened a uim and thoroughly examined the unit. They found no traces of internal damage and advised the unit was working normally. The distributor stated this may have been caused by the use of bed warmers that could have been near the ventilator. They also stated the bed warmers are at the same level as the uim. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the uim screen on an avea ventilator began to melt while in use on a patient. The customer stated the patient was placed on a different ventilator and there was no patient harm.